Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system were implanted in patient for endovascular treatment of a fusiform abdominal aortic aneurysm. The inf rarenal aortic angle measured 30 degrees. It was reported that a proximal type I endoleak and aneurysm enlargement were observed on patient's nine months follow-up CT scan. The patient received treatment approximately two months later. The physician implanted two cuffs from another manufacturer. However, the endoleak did not resolve completely and the patient was being monitored by their physician. Postoperative follow-up revealed that the endoleak had resolved. Per the physician, it was possible that the proximal type I endoleak was triggered by aneurysm enlargement which was caused by type ii endoleak. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Film evaluation results are: a review of pre-implant CT¿s revealed that the patient had a 5.6cm max diameter aaa. The proximal neck flow lumen diameter measured ~ 18mm just below the lowest left renal, and 2cm lower was ~20mm. The neck contained thrombus with slight calcification. The infrarenal neck was severely angulated ~70deg max (r-l). The distal aorta was aneurysmal and the left common iliac was aneurysmal; 3cm max diameter. The iliac arteries were minimally tortuous and moderately calcified; bilaterally. Review of CT¿s 9 months post-implant revealed that an endurant stent graft system was implanted in the patient. The CT¿s were non-contrast; therefore, measurements were approximate, any possible endoleak could not be assessed, and stent graft patency could not be confirmed. The bifurcate was positioned below the renals; due to lack of contrast the distance below the renals could not be determined. The bifurcate proximal od measured ~23 x 22mm, and the infrarenal neck and aortic body were angulated 55deg r-l relative to distal aorta. The ipsi limb on the left was extended with an additional limb into the left external iliac artery. The contra limb was on the right side and was extended with another limb into the right external iliac. Both internal iliac arteries were coiled. The max diameter aaa was ~5.9cm. Review of CT¿s from 14 months post-implant revealed that the bifurcate was positioned ~5 mm below the lowest left renal artery. The proximal od measured ~24 x 22mm, and 1cm lower was 24 x 24mm. The infrarenal neck and aortic body were angulated 65deg r-l relative to distal aorta. The max diameter aaa measured 6cm and a continuous trail of contrast was seen outside the stent graft beginning within the right side of the proximal sac and extending distally around the gate and into the distal sac near the origin of the left common iliac artery. There was also a possible lumbar artery seen feeding the top of the sac. The type of endoleak could not be confirmed. The limbs were patent and no other issues were observed. The exact source and type of endoleak seen at the 14 month follow-up could not be determined from the films provided. There appeared to have been disease progression with mild neck dilatation, and currently there is minimal proximal radial apposition of the 23mm bifurcate within the proximal neck. There is also moderate infrarenal angulation. All of these components may have contributed to a proximal type I endoleak. There is also a possible type ii endoleak seen within the proximal neck which may have also contributed to the aaa expansion. The limbs were patent and no other issues were observed. Images post-intervention were not available for review.